Event description:
It was reported by the dealer that the end user has had a problem with the hardware in the swingarms breaking. The end user is using the swingarms to transfer, and pushes up on the air to adjust.